Event description:
It was reported that the reservoir of the patient's inflatable penile prosthesis (ipp) may have been damaged in another surgery, resulting in fluid loss. The entire ipp was explanted and replaced. There were no patient complications reported.